Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The replacement was originally issued as customer reported that the test strip does not fit the meter port. Due to delivery delay, customer reported an adverse event in which they experienced hypoglycemia with symptoms of fatigue, and dizziness, and had contact with a healthcare professional who administered unspecified treatment "via vo". No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle optium neo meter and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. This serves as a correction report. Section b3 (date of event) and section h10 (additional mfg narrative) were incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The replacement was originally issued as customer reported that the test strip does not fit the meter port. Due to delivery delay, customer reported an adverse event in which they experienced hypoglycemia with symptoms of fatigue, and dizziness, and had contact with a healthcare professional who administered unspecified treatment "via vo." No further details were provided. There was no report of death or permanent injury associated with this event.